Event description:
It was reported that the instrument's has no torque forward or backward. The issue was observed during routine testing. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information had been disclosed. No further information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: investigation summary service and repair evaluation: the customer reported that the instrument's no torque forward or backward. The repair technician reported rust on motor, circuit board button was fail, foreign substances on motor, protector/shield and housing, crack contact plate & discolored in cable. The cause of the issue is improper maintenance. The following parts were repaired: motor, protector/shield, housing, cable, electrical, circuit board & plate. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: part # 05.000.008. Synthes lot # 006773. Suppliers lot # na. Release to warehouse date: 21 feb 2020. Manufactured by: synthes monument. No ncrs were generated during production. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.